Event description:
Boston scientific received information that the patient's wife contacted technical services patient advocate reporting her husband had experienced three strokes past device implant. Reportedly, the physician has been unable to determine a reason. In addition, during the implant, "thumping" had been performed on the chest in order to obtain the appropriate device position and the device moves side to side in the pocket. Additionally, there were questions regarding whether the device was involved in an advisory and was informed there were no advisories against this device or this implanted lead. Reportedly, there was concern that this lead may have bent or touch the heart muscle and contributed to the reported issue. The patient was referred to their physician for further follow up and legal counsel.

Manufacturer narrative:
According to available information, this lead remains in service.